Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 35.5 cm from the hub. Conclusions: evaluation of the returned device confirmed the complaint. The 5max ace was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is removed from the packaging at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was fractured and the reinforcement wire was exposed upon removal from the packaging. The fractured 5max ace was found prior to use and was not used in the procedure. The procedure was completed using a penumbra system 3max reperfusion catheter and another manufacturer's device.